Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was 520 mg/dl with trace ketones. Customer administered a manual injection of insulin to address high bg. The customer continued to use the existing cartridge for insulin therapy.